Manufacturer narrative:
Event description: as reported, prior to a flexible ureteroscope lithotripsy, the basket wire of a ncircle tipless stone extractor was discovered broken. This was observed as the user opened the device packaging. The device did not make patient contact. No adverse effects have been reported to the patient as a result of this occurrence. Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, the instructions for use (IFU), and quality control data. One ncircle tipless stone extractor was returned for investigation. Inspection of the returned device noted: the device was returned with the handle and the basket formation in the open position.the mlla [male luer lock adapter] was finger tight. The collet knob was tight and secure. The polyethylene terephthalate tubing [pett] measured 2.7 cm in length. One basket wire had pulled out of the distal cannula and one basket wire was broken. There were kinks in the basket sheath located at 13.2 cm from distal tip and 70.9 cm from distal tip. A functional test determined the handle did actuate basket formation. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are 100% verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The returned device was found to have 2 of the basket wires damaged. One of the wires had pulled free from the basket cannula that secures the proximal end of the basket wires, and one wire had physically broken near the basket cannula. The provided information stated the issue occurred before use, which precluded any procedural related issues from being the cause. It was also stated that there was no difficulty in removing the device from the packaging. All devices are inspected multiple times for functionality and damage during manufacturing and quality control checks. A cause for the basket wire damage could not be determined. The risk analysis for this failure mode was reviewed, and it was determined that no actions are required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. PMA/510(k) number- exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, prior to a flexible ureteroscope lithotripsy, the basket wire of an circle tipless stone extractor was discovered broken. This was observed as the user opened the device packaging. The device did not make patient contact. No adverse effects have been reported to the patient as a result of this occurrence.